Manufacturer narrative:
The device was eventually returned to physio-control. Physio-control evaluated the device and observed that the analog pcb assembly did not allow the device to power on. The analog pcb was then removed and evaluated. Physio-control determined that the cause of the reported issue was due to an inductor, designator l1 on the analog pcb assembly, being electrically open at legs 2 and 3. This caused the device not to power on. The device was out of warranty, and the customer allowed physio-control to retain the device to eventually discard it.

Manufacturer narrative:
The third-party service agent did not return the device to physio-control for further evaluation, but instead discarded the device. Since the device was not returned to physio-control, no further evaluation could be performed and no root cause could be determined.

Event description:
It was reported to physio-control that the customer's device began to beep. When they checked the device, it was observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.